Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak in the tubing through pinch valve pv42. Pv42 opens a path for diluent or cleaner to the aspiration tip. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak occurred during the instrument startup process. The leak was described as a clear fluid leak of 1.5 ml per cycle, during the manual probe backwash function. The leak was not contained within the analyzer and there were no instrument generated error messages. The customer could not identify the source of the leak. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.